Event description:
A nurse reported a corneal burn during a cataract with intraocular lens implant procedure. No occlusion bell was heard. The facility stated they are training a new scrub tech and it was noticed that bss (balanced salt solution) was leaking from connection of irrigation tubing luer connector and phaco handpiece resulting in a decreased flow of irrigation. The luer connector was adjusted and flow returned. Additional information has been requested. This is the third of four reports for this facility.

Manufacturer narrative:
The customer stated that a new scrub technician was being trained during the procedure, however, it cannot be determined if this contributed to the reported event. The customer stated that bss was leaking from connection of irrigation tubing luer connector and phaco handpiece resulting in a decreased flow of irrigation. The luer connector was adjusted and flow returned. The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(4) patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. (B)(4).